Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in after a completed procedure to report they are having a non-recoverable fault 319 on universal surgical manipulator (usm2). Prior to the calling for technical support, the customer had already restarted but error came up immediately. The technical support engineer (tse) asked customer to perform a hard power cycle with emergency power off (epo) with no improvement. Tse checked logs and confirmed error 319 pointing to an issue on armnet 2. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set-up joint (suj) distal. System was verified and is ready for use. Intuitive surgical, inc. (Isi) has not received the suj for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal setup joint (suj) was returned for failure analysis due to repeated error 319 on universal surgical manipulator (usm2). The error was confirmed. The poximal suj was tested on psc fixture test platform (pftp) and passed all test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the functionality was checked upon powering on the system, and it powered up with no errors. The problem was not resolved during surgery and the arm was no longer used.

Event description:
Refer to h10/h11 for follow-up information.